Event description:
It was reported that approximately 4 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, severe debilitating pain surrounding the lateral and anterior aspects of the hip and radiating down the right leg, hematoma with possible joint infection. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices. 7089180 170-50-07 - biolox delta adapter 16/18-12/14; +7mm. A107611 170-32-50 - biolox delta option femoral head 32mm od. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported could have been the result of instability, prosthesis wear, and/or due to the inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over 10 years, which could have contributed to the reported wear. However, this cannot be confirmed, and potential contributions of user or patient-related considerations could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.